Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician replaced a broken brake block and adjusted the casters to repair the bed.